Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the drive gas check valve.

Event description:
The distributor reported high pressure was noted on the unit. There was no report of patient involvement.